Event description:
Customer reported unexpected negative reactions with capture-s indicator cells. A donor sample was run on galileo twice; it was reactive. The same sample was run with a different lot of indicator cells and it was nonreactive. There was no history available on the donor.

Manufacturer narrative:
Testing was performed on an in-house galileo with capture-s, lots s106 and s108 and capture-s indicator red cells, lot 229047 using in-house donor samples and the customer's donor sample. In-house donor samples were nonreactive in all testing. The customer's donor sample was nonreactive in all galileo testing.